Event description:
Philips received a complaint on the bi-pap focus, indicating that the unit shut off while in use, with error code stated: starting abnormal reset. The system was in clinical use; there was no reported harm to patient/user. The device was swapped out with a different device. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse states that customer does not have the capability to download the event log to check for associated codes. It was advised the parts listed for repair are no longer available per eol (end of life). The rse provided the discontinuation letter to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Philips no longer support accessories, supplies, upgrades, and repair support parts associated with the bipap focus.  The end of support date for bipap focus ventilator is (B)(6) 2019.